Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an rf telemetry issue was suspected on the device as the patient was unable to connect to their at home remote transmitter. The patient was brought to the clinic after troubleshooting and stated an rf antenna would not function. Device updates were presented to the patient as an option to assess whether an rf chip issue was the cause but the patient declined and opted for continued monitoring with an inductive transmitter. No upgrades were performed or additional trouble shooting. No patient consequences were noted.